Event description:
Description of event according to initial reporter: the zta-p-34-113-w1 was inserted via the right common femoral artery over a cook lunderquist wire. During insertion, resistance was encountered, and the zta-p-34-113-w1 was removed. A step-off between the dilator tip and the sheath was noted, and damage to the sheath tip was observed. As the outer sheath could not be retracted, deployment was considered difficult, and the device was retrieved and exchanged for a zta-p-34-161-w1. The replacement device was inserted without issue and deployed at the planned position. The user suspected possible interaction with the barb. Patient outcome: no health hazards.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. E1 - phone number) (B)(6). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.